Event description:
It was reported that the patient had a computed tomography angiography (cta) on (B)(6) 2025 where eccentric filling defect within the outflow cannula suspicious for thrombus was detected. There was nonocclusive thrombus within the left ventricular assist device (lvad) outflow.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of nonocclusive thrombus in the left ventricular assist device (lvad) outflow cannula could not be confirmed through this evaluation. Multiple attempts were made to obtain additional information regarding the event, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist device (lvas) instructions for use (IFU), rev a and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, "patient care and management," outlines the recommended anticoagulation therapy and international normalized ratio range. Section 6 also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.